Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult safety advancement is confirmed and was determined to be related to the manufacture of the product. One 20 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set showed use residues along the returned device. The safety mechanism was not advanced over the needle shaft upon the return of the infusion set. A microscopic observation revealed excessive adhesive around the metal sleeve of the safety mechanism where the safety mechanism and needle housing interface causing the safety mechanism to stick to the needle housing. No bending was observed along the needle shaft. A functional test of attempting to slide the safety mechanism down the needle shaft revealed some resistance during the attempt. The safety mechanism was able to slide down the needle shaft and safety the needle tip appropriately with some excess force applied to the safety mechanism. The cause of this failure was determined to be related to excessive adhesive application during the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after administering fluids with the safestep device, I flushed it with saline and attempted to activate the safestep's safety mechanism. However, the needle only retracted halfway before stopping, preventing the needle tip from being fully retracted. With the needle tip still protruding, I removed the safestep from the patient. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.